Event description:
The following has been reported: nurse reported: "they either come off easily or take an immense amount of force to break them free." Nurse reported: "we found more loose caps last week. We received our "enhanced" tubing friday so today is the first day we are using that. I went through the two cases and I did find one that was loose although it was hard to check while keeping the packaging intact. Otherwise I've swapped out the old tubing for the new so we'll see how that goes." Nurse reported: "I wanted to bring to your attention a new tubing event that we have been witnessing here in rochester. This issue is occurring with the updated fa25 lot, and it's quite concerning. Specifically, we have observed that the secondary port is either coming off or is loose. Given that this is the updated lot, we should not have to have the nursing team double-checking the tubing quality before they are able to use it. Attached is a picture sent by our radiology team, which clearly illustrates the issue at hand. I would appreciate it if you could look into this matter and provide any insights or solutions to address this problem." Patient harm: unknown. A preliminary review identified the following issue: administration set breaks (any part) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
No sample or picture were available for analysis. Without the proper sample or picture evaluation it is not possible to determine the probable root cause of the reported failure. The customer complaint cannot be confirmed. The most probable root cause of the reported incident is related to the lack of uv glue application during the manufacturing process or lack of curing time, which resulted in the luer from secondary port becoming loose and lost/missing. The current process controls detection include 1) post sterilization sampling final inspection, 2) 100% visual inspection related to separated components during the manufacturing process and final physical inspections, 3) the first piece inspection will be performed to the first final assembled kit manufactured per shift. This kit will be submitted to visual inspection as per the classification of defects included in this specification and as per the applicable drawing.